Event description:
Pt arrested this am. Dr. Placed left fem iabp and ECMO placed via right groin. Iabp ruptured at 10:30am, CT surgery pa's made aware and came to the bedside to pull iabp. Pt remains on ECMO.